Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed high capture thresholds. The pacemaker and the rv lead were explanted, and a new system was implanted at the same surgical procedure. The explanted pacemaker and rv lead have been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the anode electrode ring and neck insulation. Resistance test was completed to assess lead electrical performance. Measurements were within normal limits. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed high capture thresholds. The pacemaker and the rv lead were explanted, and a new system was implanted at the same surgical procedure. The explanted pacemaker and rv lead have been returned for analysis. No additional adverse patient effects were reported.